Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h10 of the initial medwatch regarding the following information that was inadvertently left off: the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to either the nozzle or the a-rubber. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign materials on either the nozzle or the a-rubber nor the root causes of them. The foreign material on the nozzle can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. The foreign material on the a-rubber can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 4 holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope was producing a cloudy image. Inspection and testing of the returned device found foreign materials within the nozzle and adhered to the coating on the bending portion of the scope. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The end-user indicated that the reprocessing steps included in the device's instructions for use (IFU) were followed. The customer's allegation could not be confirmed. Additionally, the device evaluation found the angulation wires were worn causing difficulty in maneuvering the device up and down, the adhesive on the bending portion of the scope had a clouded area and a chip, the air and water supply volumes and water removal abilities were insufficient, the grip was shaved, the adhesive around the objective lens was peeling and had a clouded appearance, the nozzle was deformed, the connecting tube had a dent, and the light guide lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.